Event description:
It was reported the patient had a loss of therapeutic effect, including loss of bladder control. The patient was having incontinence and "flooding issues." Therapy was working fine after surgery, but after 3 months went by the patient's symptoms returned in the perineum area. The patient had gotten 2 urinary tract infections (uti) within the last month. She was originally on program 1 at 2.4 after surgery. The patient tried "fiddling with the programmer" and increasing it to 2.9 when symptoms started to return. Stimulation was hurting her in the pelvic region because it was too high. The patient spoke with the manufacturer representative and he helped to make some adjustments. The patient was unsure if she switched to program 2, but was now at 1.6v. Subsequent information received reported that the patient was still having concerns with her device or therapy, but was working with her doctor or manufacturer representative. She had no appointment scheduled as of yet. It was also noted that since three months after implant, urination occurred with no restraint and she was wearing pads constantly and also the patch. The patient also had numerous uti¿s the last two months. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID, 3093-28 lot# v901065 serial#, implanted: 2012 (B)(6), explanted: product type lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).